Event description:
Stage IV breast cancer pt with metastases to the lungs, has already received 5 total cycles of chemotherapy with cyclophosphamide, adriamycin, fluorouracil. A neostar catheter was placed 5/29/1998, found to have an infection at this site 6/8/1998.